Event description:
Caller reported pump malfunction with malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, but the same malfunction code recurred. Cts decided to replace the pump. Customer was advised that they would receive a pump with updated software and instructed on various steps to take upon receiving the replacement, including allowing the problematic pump's battery to fully deplete prior to returning it. Cts sent a replacement pump and advised customer to return the problematic pump to tandem via ups within 10 days.